Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that just after implantation, the icp sensor showed 1mmhg. Some hours later, the sensor showed 80-150mmhg, however, the brain pressure had not increased. As a result the surgeon used a drain for the pt.